Event description:
It was reported that the patient presented for a device change out procedure due to the elective replacement indicator. The patient received multiple inappropriate shocks from the device due to atrial fibrillation with rapid ventricular response. The device was explanted and replaced. The patient was discharged in a good condition post procedure.